Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose bg level was greater than 600 mg/dl. The customer administered a correction injection to address the bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.